Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) reported that they replaced the pneumatic module assembly. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection performed by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) a leak was found in the pneumatic section (ca 18). There was no patient involvement.